Event description:
As reported: "the internal compression screw would not engage into the calc compression screw and would not back out of the nail. The internal compression screw cold welded inside the nail. The targeting guide was removed from the nail to remove the internal compression screw but were unable to either progress or remove the internal compression screw. Device was still able to achieve desired fusion. We were not able to utilize the internal compression of this product. The apposition of the ankle joint had obtained adequate fusion from the joint debridement. The surgeon preferred additional fusion with the internal compression which we were unable to utilize. The internal compression screw was left cold welded in the plantar/bottom aspect of the nail." It was additionally reported that there was a 35 minute surgical delay.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Please note the correction to d4 gtin. The complaint couldn't be confirmed, since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the internal compression screw would not engage into the calc compression screw and would not back out of the nail. The internal compression screw cold welded inside the nail. The targeting guide was removed from the nail to remove the internal compression screw but were unable to either progress or remove the internal compression screw. Device was still able to achieve desired fusion. We were not able to utilize the internal compression of this product. The apposition of the ankle joint had obtained adequate fusion from the joint debridement. The surgeon preferred additional fusion with the internal compression which we were unable to utilize. The internal compression screw was left cold welded in the plantar/bottom aspect of the nail." It was additionally reported that there was a 35 minute surgical delay.